Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that difficulty to advance occurred. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the device did not go through the hub part of the sheath. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a pinhole in the balloon material.

Manufacturer narrative:
Device was returned for analysis. The recommended sheath size as per specification for this device is a minimum 6fr. The customers 6fr introducer sheath was not returned for analysis. The investigator was unable to advance the device through a 6fr sheath due to a pinhole in the balloon material preventing negative pressure being applied to the device. A visual examination found no damage or issues with the blades. All blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was filled with inflation media to facilitate an examination of the markerbands and blades when liquid was observed to be leaking from a balloon pinhole located approximately 9mm proximal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per specification. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. No other issues were identified with the device and no patient complications were reported.